Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 52 mg/dl and 489 mg/dl at the time of incident and the current blood glucose of the patient is 79 mg/dl. Customer treated with food. Troubleshooting was performed. Customer has been using insulin pump system within 48 hours of reported event. Customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.